Manufacturer narrative:
Upon removal and receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Event description:
Subsequently, this device was removed and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, this device could not be interrogated and no telemetry message was received. Attempts to interrogate with a different programmer was also unsuccessful. Despite several attempts, interrogation was unsuccessful. Six months earlier, there were no interrogation difficulties and no procedures have been performed since that date. An internal technical service consultant was contacted and provided troubleshooting techniques. After performing the recommendations, the device still could not be interrogated. The patient with this device was hospitalized for a device replacement procedure. Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis. Upon opening the pocket, there was no sign of loose header or damage such as burn marks or lead insulation damage. Measurements with the replacement device were acceptable. No adverse patient effects were reported.